Event description:
Additional information was received from the patient. In response to the inquiry for clarification on if the device not working was describing issues with therapy or symptom control or if there was a device malfunction, the patient replied ¿device not working,¿ since bad fall on 2021-(B)(6), and that resulted in two fractures on left leg (not alleged to be related to the device/therapy,) - ankle <(>&<)> fibula. In response to the inquiry for if the cause of the stimulation issues had been determined and what most likely caused the issue, the patient circled ¿unknown,¿ and wrote that they were ¿getting¿ an evaluation from a local manufacturer representative (rep) on 2021-(B)(6) in response to the inquiry for what steps would be taken to resolve the issue, the patient replied they were awaiting the 2021-(B)(6) meeting with the rep. The patient stated they tried using the equipment to see if the ¿e-stim¿ stimulator could be detected and it was detected, but when the ¿e-stim,¿ was raised to a higher number, nothing happened and incontinence was still occurring. In response to the inquiry for if the issue had been resolved, the patient replied that it was ¿unknown.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Stated that the device was checked and it seemed to be working but the incontinence are getting worse. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the patient had a bad fall in january, and don't think their device has been working since then. The patient clarified that they were having major problems with incontinence since then. Patient stated they were able to connect to their ins, and increase stim from 3.2v to 4.0v several days ago, but it wasn't still helping. Patient services redirected patient to the hcp to check their ins, and further discuss their symptoms. No further complications were reported at this time.